Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed no evidence of excessive battery usage or short battery life. The pump powered on to a blank display. The audio tones and vibration features were functional. The pump case was removed and the display screen was found to be cracked and damaged. A test display was inserted and was found to function properly. Further testing was not able to performed due to the blank display. During evaluation, the pump alarmed with a call service (cs 069) while powering on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint of a battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.